Event description:
Approach was gained from the left femoral artery. Zisv6-35-125-7.0-140-ptx/lot c1570906 was used. The user started deploying the stent but stent elongation occurred. The user measured the length of the stent and 14cm stent was elongated and became 17cm. Part of the stent became sparse due to the elongation and the user thought the stent expansion force was not enough , so zisv6-35-125-7.0-120-ptx was deployed inside the stent. There have been no adverse effects to the patient reported. (B)(6) 2020 originator checked the returned device(only the delivery system) and found a kink in the device.(see attached"pr288244 kink cook japan took.jpg"). According to the sales rep, this kink may have occurred during its shipment from the hospital to cook japan. -user's comment the stent elongation may have been caused by severe calcifications. -sales rep's comment I think severe calcifications caused the elongation. 1. Are images of the device of procedure available? -no 2. Was the approach ipsilateral or contralateral? -ipsilateral 3. If contralateral, was the bifurcation angle tight? -n/a 4. Was pre-dilation performed ahead of placement of the stent? -yes 5. Was post-dilation performed after the placement of the stent? -yes 6. Details of the wire guide used (name, diameter, hyrdophyllic)? -asahi intecc / cruise 0.014inch 7. Details of the access sheath used (name, fr size, length)? Terumo/ 6fr 10¿ 8. Was the device flushed before the procedure, as per IFU -yes 9. What was the target location for the complaint device? -middle of the sfa 10. Was the patient's anatomy tortuous or calcified? -severely calcified. 11. Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? -no 12. Did the stent delivery system cross the target location? -yes 13. What artery was the stent placed in? -sfa 14. Were any kinks observed on the outer sheath of the device prior to return? -no 15. Were any kinks observed on the wire guide prior to return? -no 16. Was the stent from this device deployed in the patient? -yes FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent elongation¿. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Device evaluation the zisv6-35-125-7.0-140-ptx device of lot number c1570906 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. It should be noted that pr 290287 (user selects incorrect size wire guide) relates to this complaint. This file investigates stent elongation on deployment. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2020. On evaluation of the device a kink was observed on the inner catheter 14.0 cm proximally from the distal tip of the device. There was no damage observed on the outer sheath. It was confirmed with the customer that the kink was not observed on the device prior to return and therefore most likely occurred during returns transportation. The customer was asked some additional information regarding the use of the device to assist with the investigation. The following responses were received from the customer. 1. Is it known if the stability sheath was inside the access sheath during deployment? Unknown. 2. Was the stent completely deployed before the delivery system was removed/pulled back? Yes. Document review prior to distribution zisv6-35-125-7.0-140-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-7.0-140-ptx of lot number c1570906 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1570906. It should be noted that the instructions for use (ifu0122-2) instructs the user to "ensure the distal end of the stability sheath is inside the access sheath". The japanese packaging insert (c-ci1502m02) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy. From the information provided it is known that the patient¿s anatomy was severely calcified. It is possible that the sever calcifications contributed to elongation of the stent on deployment. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient required a second stent within the complaint stent. However, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Approach was gained from the left femoral artery. Zisv6-35-125-7.0-140-ptx/lot c1570906 was used. The user started deploying the stent but stent elongation occurred. The user measured the length of the stent and 14cm stent was elongated and became 17cm. Part of the stent became sparse due to the elongation and the user thought the stent expansion force was not enough , so zisv6-35-125-7.0-120-ptx was deployed inside the stent. There have been no adverse effects to the patient reported. (B)(6). Originator checked the returned device(only the delivery system) and found a kink in the device. According to the sales rep, this kink may have occurred during its shipment from the hospital to cook (B)(4). FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent elongation¿. No adverse effects to the patient have been reported as occurring.